Event description:
Information received indicated the siderail will not latch.

Manufacturer narrative:
The hill-rom technician found the siderail latch pin was worn out. He replaced the latch pin to resolve the issue.